Manufacturer narrative:
Initial reporter¿s phone number extension: ext: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified ear nose and throat (ent) surgical procedure, it was observed that the motor device was overheating. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as (B)(6) 2016 in the initial report. The date returned to manufacturer was corrected to (B)(6) 2016.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the thermistor assessment (actual: 15,500 ohms, specification: 1000-15,000 ohms) and that the console display rotations per minute (rpm¿s) fluctuate (actual: 79,000-80,000 rpm, specification 80,000 rpm) and the device would not operate with hand control. It was further observed that the flex circuit was cracked in two locations and ground and resistor wires were found severed. Furthermore, corrosion was found on the resistor, the motor housing, and the ring terminal. The assignable root cause of the component damage was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.